Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was below 40 mg/dl. Customer blood glucose level was 46 mg/dl. The customer was treated with class of milk and peanut butter and then got a high due to the treatment. Customer had received calibration not accepted alert and sensor updating or sensor value not available alert. It was unknown that auto mode feature was active at the time of low blood glucose event. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.